Event description:
Peanut sponge fell off during surgery. The peaunt was retrieved easily with no consequence to the pt.

Manufacturer narrative:
This is to report additional info regarding the finalization of the medical device report #1049753-1996-10. The failure mode suggested one of the molded components had a weak spot which may have made it more vulnerable to certain sheer forces. Our process parameters for molding this component have been optimized to reduce the chance of this recurring. This is the first reported incident of this nature on this product. We will continue to trend.